Event description:
It was reported that during the implant of this right ventricular (rv) lead, impedance of 1500 ohms was observed. Subsequently, the lead was not used for the procedure, and a different lead was used instead. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, impedance of 1500 ohms was observed. Subsequently, the lead was not used for the procedure, and a different lead was used instead. No adverse patient effects were reported.

Manufacturer narrative:
To date, this lead has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.